Event description:
Customer alleged blood glucose results of 169 mg/dl, 127 mg/dl, and 70 mg/dl with the aviva system when tests were performed back-to-back. Customer reported having no symptoms, and did not treat or act based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.